Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was undersensing and inappropriate pacing. Pacing and sensing were reprogrammed to unipolar and the rv (right ventricular) lead remains in use. No patient complications have been reported as a result of this event.